Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis and began treatment with vancomycin, injection, 1gram (discontinued on the same day), amikacin, injection, 100 mg per day and meropenam, injection, 1 gram per day (routes were unspecified). At the time of this report, the patient was recovering and the treatments with amikacin/meropenem were ongoing. On an unreported date, dianeal therapy was discontinued (no further detail). No additional information is available.